Event description:
A user facility reported that during a procedure, after adjusting the needle and the exit length of the needle protection catheter, the needle was locked. With each puncture, the lock was released so that the needle handle releases from the locking point. There was no patient injury or adverse event reported to olympus.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The device was returned to olympus for evaluation where service confirmed the customer's complaint. During the evaluation, the stylet and stylet wire were present and able to move in and out of the needle. The luer did not have any physical damage. The handle was in good condition. The handle lock was able to move and lock into place. The sheath adjuster screw was able to lock into place. The connecting slider was able to slide back and forth. When the handle was in a fully advanced position, the needle protruded approximately 1.50 inches. When advancing the needle, there was some resistance. There was a slight kink towards the distal end of the sheath. After attempting to replicate the original complaint about the locking mechanism releasing, it was unable to be confirmed. Even though the complaint couldn't be confirmed, the observed failure is a known phenomenon likely resulting from rotating adjuster knob not being set in place. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): ¿when loosening the sheath adjuster knob, do not rotate it with excessive force.¿